Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 25.2 cm. External insulation abrasion due to friction to the device can reaching the svc cable lumen was noted at 12.6cm ¿ 12.8cm from the connector pin. The svc cables and inner cable lumen were not damaged in this region. External insulation abrasion due to friction to the device can reaching the re cable lumen was noted at 22.2cm ¿ 22.5cm from the connector pin. One of the re cables was abraded in this location. The inner cable lumen was not damaged in this region. External insulation abrasion due to friction to the device can breaching the svc cable lumen was noted at 24.9cm ¿ 25.2cm from the connector pin. The svc cables and inner cable lumen were not damaged in this region. External insulation abrasion due to friction to the device can breaching the re cable lumen was noted at 24.9cm ¿ 25.2cm from the connector pin. The re cables and inner cable lumen were not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.